Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was not impacted. Review of the pump data logs by tandem technical support showed the pump battery was depleting as expected however, the customer maintained the battery was depleting quickly. Reportedly the customer would continue to use the pump for insulin therapy.